Event description:
It was reported that the catheter shaft was kinked, and the stent partially deployed. An eluvia EU, 6x80, 130 cm was selected for use in the distal superficial femoral artery (sfa) during the lower limb percutaneous angioplasty procedure. The 75 percent stenosed target lesion in the distal sfa was reportedly severe in both tortuosity and calcification. The eluvia was advanced through the 6f introducer sheath to the target lesion, where it the delivery system shaft became kinked. Although the handle was not turned, the stent appeared to deploy slightly on fluoroscopy when pushing and pulling. The eluvia delivery system was removed from the patient. Outside of the patient, the stent was deployed by turning the handle. A new eluvia 6x40 was selected for use. The new eluvia was deployed at the target lesion without issue and the procedure was successfully completed. There were no reported adverse consequences to the patient.

Event description:
It was reported that the catheter shaft was kinked, and the stent partially deployed. An eluvia EU, 6x80, 130 cm was selected for use in the distal superficial femoral artery (sfa) during the lower limb percutaneous angioplasty procedure. The 75 percent stenosed target lesion in the distal sfa was reportedly severe in both tortuosity and calcification. The eluvia was advanced through the 6f introducer sheath to the target lesion, where the delivery system shaft became kinked. Although the handle was not turned, the stent appeared to deploy slightly on fluoroscopy when pushing and pulling. The eluvia delivery system was removed from the patient. Outside of the patient, the stent was deployed by turning the handle. A new eluvia 6x40 was selected for use. The new eluvia was deployed at the target lesion without issue and the procedure was successfully completed. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Device media analysis: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. There was buckling to the outer sheath and middle sheath. Microscopic examination revealed no additional damages. The stent appeared to have been deployed and was no longer inside the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the presence of a kink on the device and found damage that would have contributed to the reported partial deployment.